Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) review could not be conducted since the lot number was not provided. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. This customer complaint can not be confirmed due to the lack of product sample to perform an investigation and determine the source of defect reported. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The event is reported as: the customer reports that while the circuit was in use, the respiratory therapist (rt) was changing the expiratory filters on the expiratory side of the ventilator. After the (rt) hooked up the ventilator, a leak was realized. The rt bagged the patient to determine the leak and shut off the ventilator. The patient desaturated to the 70's and was recovered to acceptable oxygen saturation level. The rt noticed that the circuit was disconnected from the cup. The patient's current condition is reported as fine.